Event description:
Per the clinic, the patient experienced an infection and a skin breakdown over the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on(B)(6) 2022. There are plans to reimplant the patient with a new device once the site heals.

Manufacturer narrative:
This report is submitted on february 07, 2023.